Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading is 142 mg/dl. The insulin pump has alarmed battery out limit. The blood glucose reading at the time of the event was 53 mg/dl. Customer went to emergency room for treatment. Hospital treated with sugar pill. Customer stated that the insulin pump overbolused. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.